Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Manufacturer narrative:
Supplemental MDR submitted due to the attachment error in the previously submitted report.

Event description:
It was reported that since the patient¿s new pump implant, the patient complained about extreme weakness, dizziness, nausea, ¿etc.¿ whenever a bolus occurred with the new pump. It was noted the pump was scheduled to be refilled. The pump reportedly started alarming, however, ¿on friday¿ and continued alarming every hour signifying a low amount of medicine was remaining. Over the weekend, the alarm changed from low to empty and on the following tuesday the patient was in severe pain with ¿other complications.¿ the patient required a trip to the ER (emergency room) where the diagnosis was that she had been experiencing borderline overdoses and then a subsequent fentanyl withdrawal from lack of medicine. This reportedly resulted in a 7 day hospitalization while the patient was stabilized and given pain relief gradually, ¿due to a just discovered heart valve problem (previously unk) from an evidently childhood bout of rheumatic fever¿. The patient was released from the hospital that tuesday afternoon. No further information related to the event was provided including the cause of the low/empty reservoir or how the patient is now doing. If additional information becomes available, a follow-up report will be submitted.